Event description:
It was reported that a user of the ilet system experienced a high glucose event after announcing a meal, with a maximum glucose of 240 mg/dl that resolved in less than 90 minutes, and a low glucose of 52 mg/dl. The high blood glucose was addressed using the system¿s correction algorithm; subsequent low glucose management education was provided, including treatment with fast-acting carbohydrates. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and an unclear cause for the fluctuating blood glucose. Symptoms included no reported clinical manifestations. Outcomes included no need for no medical intervention or hospitalization. It was concluded that the event was non-serious with resolution and that user counseling on carbohydrate treatment was completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.